Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and found did not complete the boot up sequence. After reviewing log file, rse found that system showing boot issue with geo pc. To resolve the issue, rse asked customer to replace the geo ipc ivybridge with zmp can and io. After replacing the geo ipc, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.